Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the components were determined. Permeability test. A permeability test has shown that all components are permeable. Computer controlled test to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal positions. The results show that the progav 2.0 operates not within the accepted tolerance in the horizontal position. An accelerated outflow was determined. Adjustment test the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test. The brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection . After dismantling of the valves, deposits were found inside. Results according to the results of the investigation, an accelerated outflow of the progav 2.0 was detected. The visible deposits led to the functional deviation. In the pediatric burrhole reservoir deposits are also inside. The deposits had no effect upon the specifications at the time of the examination. The reservoir operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a a progav valve (#fx490t) was implanted. According to the complainant, the valve caused an under-drainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.